Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), rash ("allergy: rash/skin"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and menorrhagia had resolved and the migraine, rash, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia, back pain, menorrhagia, rash, fatigue, hair loss, migraine. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('evidence of pelvic inflammatory disease with pelvic adhesions') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("migraine"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/skin"), fatigue ("fatigue,"), alopecia ("hair loss") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (salping. (Bilateral)/removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and menorrhagia had resolved and the pelvic inflammatory disease, migraine, dermatitis allergic, fatigue, alopecia and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received. Reporter information, event "evidence of pelvic inflammatory disease with pelvic adhesions" and auto narrative supplement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('evidence of pelvic inflammatory disease with pelvic adhesions') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), pelvic adhesions ("pelvic adhesions"), dermatitis allergic ("allergy: rash/skin"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral), removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and menorrhagia had resolved and the pelvic inflammatory disease, pelvic adhesions, dermatitis allergic, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.